Event description:
Customer was hospitalized due to high blood glucose levels. Troubleshooting done and pump passed the prime test. Customer did not have the tubing clamp for high pressure test. Customer stated that it was possible for her insulin to have gone bad. Customer later called and stated that everything had gone back to normal and her glucose levels where ok. She stated that blood glucose levels where high because she was using a bad vial of insulin and also because she forgot to insert the set.